Event description:
It was reported that the unit started smoking during docking. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the unit started smoking during docking. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause of the smoking was determined to be due to the electronic shield missing and moisture damage to the main control board. The purpose of the electronic shield is to prevent fluid from getting to the main control board. If this was missing it could result in fluid damage resulting in smoking. The device was repaired at the customer site.